Event description:
It was reported that the device continuously stopped compressions for battery related reasons. Issue could not be duplicated using other batteries. Archive file indicates that these errors occurred on (B)(6) 2011, (B)(6) 2012. Event 1, (B)(6). 2011, MFR report: 3003793491-2013-00077; event 2, (B)(6) 2012, MFR report: 3003793491-2013-00078; event 3, (B)(6) 2012, MFR report: 3003793491-2013-00079. It was also reported that the platform indicated user advisory 02 (compression tracking error), user advisory 27 (encoder fault (>300rpm)) and user advisory 45 (not at "home" position after power-on/reset). Autopulse platform, MFR report# 3003793491-2013-00264. No adverse event reported.

Manufacturer narrative:
Battery(ies) were not returned, therefore, and investigation cannot be performed. No adverse event reported.